Event description:
Patient's mother states when administering norditropin flexpro pen using 32g 4mm needles sometimes the needle does not puncture the skin and she has to get a new one. Feels like needles may be defective over last two shipments because when she gets a different needle then it works. Says her son knows when its going to hurt. When it doesn't puncture the skin it creates a bubble under the skin as if not getting deep enough. Advised we could try a different needle size to see if works better, although nanos are the smallest needle size available. She stated she did not want to try another needle size at this time. Has order downloaded for more pen needles. Will try these to see if any better and get back to us if issue continues. No missed dose or adverse events reported. Unknown if available for return. No further information provided.